Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display and they tried with new batteries. The display did not come back. Customer¿s blood glucose level was 237 mg/dl. Customer reported that the insulin pump was crack along with battery compartment. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, device power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, self test, and current measurements due to display anomaly. Test infusion set/p-cap locks in properly. Device received with cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.